Event description:
It was reported that the patient presented in the clinic for a device follow-up. Upon interrogation, it was noted that the device exhibited battery longevity data anomaly. The device was successfully reprogrammed. The patient was stable throughout the event.